Manufacturer narrative:
(B)(4). Final analysis confirmed the reported field event of noise in the laboratory. Review of the device image noted noise on the atrial and ventricular channels and other measurement anomalies. The device was tested on the bench and an anomalous capacitor was noted. The reported field event was caused by the an anomalous capacitor.

Event description:
It was reported that during procedure the device exhibited excessive noise. The device was replaced.